Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s daughter found her unconscious and called an ambulance. The bg finger stick was 47 mg/dl and the cgm value was 120 mg/dl. The patient regained consciousness an hour later. At the hospital she was hypoglycemic and received unspecified treatment to stabilize her bg. She was discharged after 3 days in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.